Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
It was reported the customer received the following results, with two different aviva meters, within 10 minutes: 108 mg/dl (system 1) and 68 mg/dl (system 2). No adverse event reported. The same test strip vial was used for both meters and results. Return of suspect device was requested and replacement was sent.